Event description:
On april 1st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability between the sg and bg values. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment as a proactive troubleshooting measure. Post re-link, the calibrations entered after the sensor re-link fit sg trends well, with occasional differences due to lag. The user was advised to continue using the system and to calibrate as requested. Per dms review, the user is using the system with up to date information.